Manufacturer narrative:
Block e1: the initial reporter's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat bronchiectasis during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be deployed. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the ultraflex tracheobronchial stent was used to treat bronchiectasis. However, per the ultraflex tracheobronchial stent system instructions for use (IFU), the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. The device is not for the treatment of bronchiectasis.

Manufacturer narrative:
Block d4 (model number, lot number, catalog number, expiration date, unique identifier (UDI) #) has been updated with additional information received on december 18, 2023. Block e1: the initial reporter's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat bronchiectasis during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be deployed. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the ultraflex tracheobronchial stent was used to treat bronchiectasis. However, per the ultraflex tracheobronchial stent system instructions for use (IFU), the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. The device is not for the treatment of bronchiectasis.

Manufacturer narrative:
Block e1: the initial reporter's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial covered distal stent and delivery system were received for analysis. The stent was received fully deployed and expanded. Visual inspection found the shaft kinked. No other problems were noted with the stent and delivery system. The reported event of stent partially deployed was not confirmed because the stent was received fully deployed and expanded. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the axios stent was to be implanted to treat bronchiectasis. The IFU states, "the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the observed event of shaft kinked and contributed to the stent being unable to fully deploy during the procedure. There is no indication of what the customer reported because the stent was received completely deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat bronchiectasis during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be deployed. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the ultraflex tracheobronchial stent was used to treat bronchiectasis. However, per the ultraflex tracheobronchial stent system instructions for use (IFU), the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. The device is not for the treatment of bronchiectasis.